Manufacturer narrative:
The device was received no button response due to flattened act button dome switch. No scrolling numbers anomaly noted. Unable to perform displacement test, unexpected restart error test, basic occlusion, occlusion test, prime test and excessive no delivery test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The called reported via phone call from the emergency department that the customer was there due to being hypoglycemic and the customer's doctor wanted to speak to someone regarding the customer's insulin pump. The doctor stated that customer experienced high blood glucose and the insulin pump had a keypad anomaly. The doctor stated that the act button was slow to respond. Troubleshooting for button error/keypad anomaly was performed. The doctor stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The phone was given to the father, who had the insulin pump. The doctor mentioned during troubleshooting that the customer's blood glucose level at the time of the incident was about 400 mg/dl to 600 mg/dl and was not sure how the customer was treated. But stated that the sugar results there were 456 mg/dl and was only treated with fluids. Troubleshooting for high blood glucose was performed. It was stated that the customer really had high numbers the morning of the call and was at least 600 mg/dl. The customer's blood glucose level was 332 mg/dl at the time of the call. The customer had symptoms of nausea and frequent urination. The customer stated that they were treated with saline. The customer stated that they were hospitalized on (B)(6) 2017 at 6:45 a.m. And was wearing the insulin pump. The customer stated that they adjusted and increased his basal and carb ratio, and used a new insulin without their doctor knowing. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The basal rates and bolus wizard were inaccurate and the customer was referred to their doctor. The customer will be sent an insulin pump. The product will be returned for analysis.